Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch delica lancing device was cracked/broken. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It is not clear when the alleged issue began. The patient reportedly manages her diabetes with oral medication along with diet and exercise and it is not known if she had made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that sometime in (B)(6), approximately one week prior to contacting lfs, she went to the emergency room (ER) and was tested with an unknown hcp meter and a result of "48 mg/dl" was observed. The patient was reportedly treated with IV glucose by a healthcare professional. It is not known whether the patient stopped testing due to the lancing device issue, it is also not known if the patient was symptomatic after the alleged issue occurred. At the time of troubleshooting, the cca noted that the subject lancing device was not being used for the first time. She was using the correct lancets and there was no sign of trauma/misuse. The patient had the lancing device for two years prior to it breaking. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.